Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the reservoir compartment had crack on the reservoir lip ring. The customer's blood glucose was unknown at the time of incident. It was reported that the reservoir does not lock properly in place. The insulin pump will be returned for analysis.